Event description:
Per complaint (B)(4), a dental implant was torqued by hand after the tool stopped at 35ncm during initial placement. It was noticed that the implant was getting too tight. While trying to remove the implant, it fractured. The implant was explanted. The patient did not experience adverse consequences.